Event description:
It was reported that the patient never had therapeutic effect. It was noted that the stimulation had never worked properly for the patient. It was noted, the patient had bad right hip pain. The only stimulation sensation the patient would get was in the top of the patient¿s thigh and ribs. Now after the most recent revision, the patient was feeling stimulation on the inner thigh. It was noted that the health care professional was going to put in a paddle lead to try to resolve the issue. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID 3708120, serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 3708120, serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 3778-45, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 3778-45, serial# (B)(4), implanted: 2012 (B)(6); product type lead. (B)(4).